Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope "ultra", 5.4 mm, 0° had a broken lens connector. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2, h6 - type of investigation code "4111 - communication/interviews" should be removed from the initial medwatch. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The customer's reportable malfunction was confirmed. Based on the results of the investigation, the cause of the suggested event was likely due to excess force and bend on the outer tube. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.